Manufacturer narrative:
One device was received for evaluation. A review of the device's event history log revealed a primary audible alarm, travel coarse error, and a travel reverse error. Functional testing produced a travel coarse error. It was determined that the worn-out clutch was the root cause. The clutch was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during the device evaluation a travel coarse error was produced. The event occurred during a bench test, there was no patient involvement.